Manufacturer narrative:
The vessel sealer extend (vse) was transferred to engineering and the initial failure analysis was confirmed. The grip ring was found to be dislodged. The damage on the set screw was also confirmed, which appears to have occurred from a possible over-tightening of the set screw, which eventually led to the set screw getting loose resulting in a dislodged grip ring.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument was not recognized by the system. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vessel sealer extend (vse) was never stuck on tissue. The vse failed recognition and it was replaced with a backup instrument.

Manufacturer narrative:
Based on the claim against the product by the customer noting recognition failure on vessel sealer extend (vse) instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vse was analyzed, and the reported failure was confirmed. Failure analysis found that the vse failed during initialization. For clarification, the instrument was found to have self-test homing failures based on log review and during in-house testing. The instrument was placed on an in-house system. The instrument failed the self-test homing. No ceramic dots are missing. Additional observations not reported by site that are related to the primary failure: after opening the housing, the instrument was found to have a dislodged grip ring at the proximal end. The instrument was found to have a damaged set screw of the grip ring at the proximal end.